Manufacturer narrative:
Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing within the atrial blanking period. It was also noted that there was undersensing during ventricular high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.